Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update section b5 and d6. Product analysis has not yet been concluded. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted. Other than the procedure no additional adverse patient effects were reported. This device was already returned to boston scientific, but further analysis has not yet been completed.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Product analysis has not yet been concluded. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted. Other than the procedure no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Follow up report 2 (correction): this report is being submitted to update section b5 and d6. Product analysis has not yet been concluded. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted. Other than the procedure no additional adverse patient effects were reported. This device was already returned to boston scientific.